Event description:
During the final tightening, the tip of the low profile u-joint driver broke off in the head of the screw. Fragment was not retrieved; no revision planned.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion drawn, as no device was returned.